Manufacturer narrative:
The damages of the screw hexagons could have been caused while the screws were connected in the guide sleeve, so high forces must have been used to turn the screws.

Event description:
The reporter states the screw would not pass smoothly through the guide sleeve.